Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 3000 ohms. There was also noise that was being oversensed which led to some inappropriate episodes. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal lead portion was performed. The lead was severed 18.6 centimeters from the is-1 terminal pin. Setscrew marks were noted on all terminal connectors. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated. Additional information received indicated the device later declared elective replacement indicator (eri). A procedure was performed and the device was explanted and successfully replaced. The rv lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.